Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the inner shaft cutting window tip is broken off. Abrasion marks are observed along inner shaft surface more evident at proximal and distal ends which indicates that friction between inner and outer shaft has occurred usually as a result of end user applying excessive leveraging/bending force on the device during use. Broken off tip is severely dented and deformed; edge of the outer shaft tip window is severely indented as well, which indicates that inner window collided with outer window causing the observed damage and the inner window to shear off. Device met all material specifications as received. Typically this type of event is caused by excessive bending forces applied to the device during use. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
The doctor first noticed metal shavings in the joint, then the inner tube broke at the tip but stayed intact until the device was removed from the patient. Most of the shavings were retrieved, but not all. The doctor used another dissector with the same part number to compete the case.